Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status mol2. A number of 37 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The ICD was implanted for 58 months; 37 charging cycles were documented in the ICD's memory. The amount of charge taken from the battery was verified. The battery condition was found to be anticipated. In summary, the ICD was fully functional. The mol2 battery status was anticipated.

Manufacturer narrative:
We received the evaluation codes and the manufacture date.

Event description:
This device is at eri indication and was replaced. (B)(6) 2015 - additional information was received informing us that during a routine device check, the lv lead impedance was found to be significantly elevated. Cxr was unremarkable. Patient referred for possible lv lead revision/replacement. During procedure fluoroscope showed no lead/insulation disturbances. Traction on the lead pin before set-screw loosened suggesting adequate contact. This lead was disconnected from original can, inspected and tested. All values normal, this can was replaced with a new one, and the lv lead was connected to new can.